Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 350 mg/dl and moderate ketones. Customer was treated with an intravenous fluid drip and nausea medication. The customer was released from the ER 4 hours later, and was in ¿stable¿ condition. Reportedly, intermittently occlusion alarms occurred. Customer changed pump supplies to address the issue.